Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the auto episodes parameters function in the diagnostic mobile programmer applications was programmed off. It was noted that this occurred while using the most recent version of the applications. The applications remain in use. No patient complications have been reported as a result.